Event description:
The olympus representative reported on behalf of the customer that during the diagnostic endoscopic ultrasound, the insertion tube was stiff and a perforation of the second part of the duodenum occurred while navigating the evis exera ii ultrasound gastrovideoscope from the first part of the duodenum to the second part of the duodenum. The patient was shifted to the operation theatre to finish the operation successfully. Additional anesthesia was administered to the patient due to switching from a diagnostic intervention to a surgical intervention which was required for patient safety. The patient is in good condition.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was inspected, and the following reportable malfunction (pae) was observed: foreign matter was observed in the forceps raising wire (distal end of scope). Additional (non-reportable) findings from the inspection were observed: hard insertion tube, puncture, suction volume does not reach the standard value because the suction cylinder (s-cylinder) is worn out, water removal capacity does not reach the standard value because the nozzle is clogged, scratches on the tip, scratches on the acoustic lens, cracks in the bending section cover (a-rubber) adhesive, scratch on cleaning tube, bending angle in the down direction does not reach the standard value due to wear of the angle wire, due to wear of the angle wire, the play of the right/left knob is out of the standard value, s-cylinder is worn out. There was no abnormality of the device observed around the forceps erection area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, although foreign matter was observed in the forceps raising wire, the specific foreign body or its cause could not be identified. Regarding the perforation of the patient¿s duodenum, it was reported that a rigid insertion tube may have contributed to the perforation. However, the olympus repair department did not confirm the phenomenon of a rigid insertion tube. Therefore, the root cause of the reported event could not be determined. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, appropriate codes have been added to h6. Olympus will continue to monitor field performance for this device.